Event description:
Customer reported that erroneously low sodium and chloride results were generated by the unicel dxc 600 synchron system. No specific pt details were provided. The system was within calibration prior to the event. No erroneous results have been reported out of the laboratory. The customer performs the weekly automated flow cell cleaning procedure. No further info was provided. There were no changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No eval or examination of the system was conducted. The field service engineer and customer contact conducted troubleshooting via telephone. The customer was provided replacement sodium electrodes and advised to clean the chloride electrodes, flow cell and ports. The customer removed and cleaned the sodium and chloride electrodes and performed the automated flow cell cleaning procedure. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events.